Manufacturer narrative:
(B)(4). Device implanted device remains.

Event description:
Per the clinic, the patient experienced an infection at the abutment site, however the issue did not resolve. Subsequently, the patient was treated with oral antibiotics on (date not reported). Clinical management of the patient is ongoing. The implanted device remains.